Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported difficulty grasping and single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported patient effect of worsening mitral regurgitation appears to be related to the slda. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported patient effect of needing additional mitraclips implanted and hospitalization is related to the worsening mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the first implanted clip (60303u205) detached from one leaflet, and remained attached to the other leaflet, which resulted in increased mitral regurgitation. On (B)(6) 2016, the initial mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, with asymetrical tethering of the leaflets. The first clip delivery system (cds 60303u205) advanced to the mitral valve leaflets. Four to five leaflet grasping attempts were performed due to the leaflet tethering. A satisfactory leaflet insertion was made and the clip was deployed. The second clip (60303u208) was implanted lateral on the leaflets without issue. The mr was reduced to 2. On (B)(6) 2016, follow up echocardiogram found that the first clip (60303u205) had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr had increased to 3. It was confirmed that the patient is in stable condition. On (B)(6) 2016, a second mitraclip procedure was performed for treatment of the slda clip and increased mr. One clip was implanted reducing the mr from 3 to 2. No additional information was provided.